Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and also reported a difference in sensor glucose and blood glucose. The customer reported a blood glucose value of 52 mg/dl. The customer reported hypoglycemia and loss of consciousness and was treated in the emergency room. The event involved product(s) mmt-7040c9. Troubleshooting was performed and the blood glucose value was 52 mg/dl, the sensor glucose value was 90 mg/dl, and the difference in value between sensor glucose and blood glucose was 38 mg/dl, which was not within the target range. No further patient complications were reported. No product return was required for mmt-7040c9.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s hcp reported that pump used to suspend around sensor glucose value of 120mg/dl but did not do that anymore and customer was not being alerted for low, even when sensor glucose value was 90mg/dl. Customer had a low and lost consciousness on (B)(6) 2025 at 21:30 with a blood glucose value of 124mg/dl. There was no high blood glucose event. Ten minutes later, the customer returned to consciousness after taking nasal glucagon and glucose tablets. Ambulance took the customer to the emergency room after taking carpis. Intravenous therapy was given at the hospital. There was no sensor glucose versus blood glucose issue. It was said that the hospital reduced the customer¿s basal rate and that the customer had stopped taking a temporary suspend around that time. Troubleshooting was not done. Pump was used within 48 hours of the low. Pump was in manual mode. Sensor is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.